Event description:
The patient reportedly had not porgressed as expected with his cochlear implant. A CT scan indicated that the array had partially migrated. In august 2005, the patient was seen by a company representative for device evaluation. Programming changes were made. The patient continued to be monitored by the center. In october 2005, advanced bionics was notified that surgery was performed to reposition the electrode array. The patient's device remains implanted.